Manufacturer narrative:
The customer observed liquid on the r1 reagent cover and service determined the bellows, bellows was the likely cause of the issue. The part was replaced, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for architect c16000 serial (B)(6). A review of the product labeling concluded that the issue is sufficiently addressed. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. The architect c16000 systems service and support manual provides removal and replacement procedures for the bellows, bellows. Review did not identify a trend for the bellows, bellows part. Additional review found no systemic issues or adverse trends for the issue associated with this ticket. The calculated erratic rates for the architect systems were all below the upper control limit. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated sodium and calcium results when processing on the architect c16000. Patient 1 generated sodium of 160 mmol/l that repeated 138 mmol/l. Patient 2 generated calcium of 5.05 mmol/l that repeated 1.89 mmol/l. The account uses normal reference ranges: sodium 135 to 145 mmol/l, calcium 2.10 to 2.55 mmol/l. No specific patient information was provided. No impact to patient management was reported.